Event description:
It was reported that the spinal cord stimulation (scs) patient experienced symptoms of pain and blistering at the wound implant site due to an allergic reaction to the dressings used postoperatively after the scs implant procedure. Blood tests were performed which showed no sign of infection and the wound appeared to improve after the dressings were changed.